Event description:
It was reported to ge that the image intensifier drive assembly failed due to the drive chains failing, specifically, loss of the sprocket key for one chain, and breakage of the second chain. This caused the image intensifier to drop to its lowest mechanical position, hitting the pt in the chest and trapping the pt between the image intensifier housing and the table top. No injury to the pt occurred. The system was repaired by replacement of the chains and reseating of the keys for the drive sprockets.